Manufacturer narrative:
A product investigation was conducted: investigation flow: damage. Visual inspection: cranial-scr plusdrive 1.6 self-drill l4 (part. No: 400.834, lot. No: h680657) was returned and received. The thread profile, thread minor diameter, thread major diameter and material type were checked where possible to determine if complaint condition was the result of a failure in the manufacturing process. The cross-slot feature was found to be visibly damaged for the received screw which impacts the functionality. Thread tips were worn and damaged. The screw was observed to be broken at neck. Thus, the reported complaint is being confirmed. Device failure/ defect identified? Yes. Dimensional inspection: dimensional inspection of the received device was not performed due to post manufacturing damage. Document / specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Raw material testing: lot h680657 was checked for material type and no raw material issues were identified. Manufacturer's risk assessment: per process risk document, the worst-case harm is 3, and the probability of occurrence is 2 which is a risk level of accept. Complaint confirmed? Yes. Investigation conclusion: the reported complaint condition was confirmed for the cranial-scr plusdrive 1.6 self-drill l4 (p/n: 400.834, lot #: h680657). During the investigation, no product design issues, or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: manufacturing location: (B)(4). Manufacturing date: jul 10, 2018, part number: 400.834e, ti low profile neuro screw self-drilling 4mm, lot number: h680657 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, met all inspection acceptance criteria. Packaging label log was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: 21015, tialnbri4.00 lot number: h511969 lot quantity: (B)(4). Certified test report supplied by (B)(4) dated nov 10, 2017 and certificate of test supplied to (B)(4) dated jun 16, 2017 were reviewed and determined to be conforming. Lot summary report dated nov 21, 2017 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Device history review: jun 17, 2020: DHR reviewed . This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the underwent for a cranioplasty surgery. During the surgery, two screws¿ heads were damaged, and one screw was broken off into two pieces. Two damaged screws were not removed, one broken screw was removed from peek. The surgery was completed successfully without delay reported. There were no adverse consequences to the patient. Concomitant devices reported: unk - plates: low profile neuro plating (part # unknown, lot # unknown, quantity # 1) this complaint involves three (3) devices. This report is for (1) ti low profile neuro screw self-drilling 4mm this is report 1 of 1 for (B)(4).